Manufacturer narrative:
The reported events of no output, r-wave amp variation and no magnet response were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is subject to the 2022 zenex, assurity, and endurity pacemaker laser adhesion safety notification for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of no output, and no magnet response were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. Correction: section h6: the medical device problem code "device sensing problem r wave was added in error" and removed from h6 and the analysis. A decrease in pacing rates is already reflected in the "no pacing code" and initial event. There was no device sensing problem or r wave variation observed.

Manufacturer narrative:
The device to the 2022 zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient visited the hospital due to poor health. It was noted that pacing could not be confirmed on electrocardiogram. The pacemaker could not be interrogated with a programmer and did not respond to magnets. The pacemaker was explanted and replaced. Though the patient visited the hospital with complaints of unwellness (not specified), he was stable without any adverse consequences after the procedure and was discharged.